Manufacturer narrative:
An event of hemolysis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the "the 45th annual meeting of the japanese society of intensive care medicine" 2018 vol. 25, no. 45, supplement, page 492, [p100-3], titled: hemolysis due to stenosis of left ventricular outflow tract after aortic valve replacement. A 21mm trifecta gt valve (sn unknown) was implanted in the aortic position in a patient with a congenital bicuspid valve with aortic stenosis and enlargement of the ascending aorta. Ascending aortic replacement was concomitantly performed with a 28mm j-graft (B)(4). Shortly after the procedure, myoglobinuria was confirmed. A repeated echocardiogram revealed appearance of sam as well. An estimated pressure gradient of left ventricular outflow tract (lvot) was 125 mmhg. The findings of hemolysis were restored after rehydration therapy and administration of beta blocker. On the 18th postoperative day, the estimated pressure gradient improved to 47 mmhg. The patient was subsequently discharged from the hospital. Three months after the procedure, the pressure gradient was reported to be 6 mmhg and sam disappeared. This valve still remain implanted in the patient's aortic position. The lead author assumed that as the patient's lvot became stenosed temporarily, sam was developed and accelerating blood flow at the time of passing through the aortic valve was likely to led to hemolysis.